Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the asymptomatic patient came into clinic on (B)(6) 2018 for a routine visit. Upon review, the right atrial lead exhibited increased capture thresholds. The lead was reprogrammed. Over the next weekend, the right ventricular lead exhibited a loss of capture. The asymptomatic patient was brought into clinic and an x-ray was performed. The x-ray confirmed that both leads had dislodged. It was suspected that the right ventricular lead may have dislodged at some point in 2016 due to previously programmed high outputs. The leads were removed and replaced on (B)(6) 2018. The patient was stable following the procedure.